Event description:
Device returned to manufacturer for analysis with report of "stopped working intermittently". Follow up with hcp provided that pt had reported to the clinic with increased pain. An attempt was made to increase the rate of the pump and the low battery alarm notice appeared upon interrogating the pump. Plans were made to replace the device. Pt recovered satisfactory from surgery - getting good pain relief until a seroma developed at the surgical site of the new device. This device was explanted without attempt to treat the seroma and pt has recovered.